Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the unipolar impedence on the lead was low. Once the prophylactic pacemaker change was made, the lead impedance stabilized and remains in use. No patient complications were reported as a result of this event.